Event description:
While performing service to the ventilator, review of the device diagnostic log history noted a previous autozero failure occurrence. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode. There was no recurrence of the finding during testing. The manufacturers service technician reported applicable final testing was completed and tests passed per operating specifications.